Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left main coronary artery (lmca) to the left anterior descending (lad) artery which was noted to be 90% stenosed with no calcification and moderately tortuous. A coronary stent was implanted. An intravascular ultrasound (ivus) catheter was used to image the stent placement. When the physician was finished imaging; while withdrawing the ivus catheter, the guidewire exit port of the ivus catheter became caught on the stent. The physician attempted to remove the catheter by inserting a micro-guide catheter to the stent site on the guidewire and tried to release the ivus catheter with the guidewire and micro-guide catheter, but was unsuccessful. Subsequently, the physician removed the ivus catheter imaging core and inserted another guidewire into the ivus catheter sheath in attempt to remove the ivus catheter, but was unsuccessful. Finally, a guidewire was inserted into the lad artery and the physician was able to release the ivus catheter from the stent and remove it with the micro-guide catheter and guidewire together as a system. The patient condition is reported to be "good".

Event description:
A percutaneous coronary intervention (pci) was performed for a lesion in the left main coronary artery (lmca) to the left anterior descending (lad) artery which was noted to be 90% stenosed with no calcification and moderately tortuous. A coronary stent was implanted. An intravascular ultrasound (ivus) catheter was used to image the stent placement. When the physician was finished imaging; while withdrawing the ivus catheter, the guidewire exit port of the ivus catheter became caught on the stent. The physician attempted to remove the catheter by inserting a micro-guide catheter to the stent site on the guidewire and tried to release the ivus catheter with the guidewire and micro-guide catheter, but was unsuccessful. Subsequently, the physician removed the ivus catheter imaging core and inserted another guidewire into the ivus catheter sheath in attempt to remove the ivus catheter, but was unsuccessful. Finally, a guidewire was inserted into the lad artery and the physician was able to release the ivus catheter from the stent and remove it with the micro-guide catheter and guidewire together as a system. The patient condition is reported to be "good".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints by event description were found in the same lot. Visual inspection of the returned device noted only the sheath assembly and the guidewire that were used in the procedure were returned, due to dried blood the guidewire was stuck inside the distal tip assembly. Additionally, the guidewire exit port was observed to be lifted. The hub, imaging core and telescope assembly, disconnected during the case in an attempt to free the device, were not received (disposed of by the facility). Functional testing could not be performed due to missing catheter parts. The device labeling and directions for use (dfu) were reviewed and revealed that the labeling and/or dfu contains these warnings: never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment. The review of the device labeling found not evidence or indication that the catheter was used against the labeling and/or directions for use. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Manufacturer narrative:
(B) (4) new code request has been submitted for stuck in stent.